Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed with the customer that no expired set was used. Further follow-up with the company was conducted to attempt to gather additional information on this matter. A terumo bct representative was able to speak with a doctor at the company. The doctor indicated, ¿the suspicion of using an expired kit is unfounded¿ and ¿they have never had any such case and that she does not know where this information could have come from.¿ no further reporting will be provided as this does not represent a reportable event.

Event description:
During a phone call to resolve an alarm query with the customer, the nurse was asked what procedure she was performing and replied that it was a cell collection on the cobe spectra. It was suspected the expiry date of the kit was expired and when asked no answer was given. Terumo bct customer service was able to verify that the last kit sold to the customer expired on (B)(6) 2022. This customer owns the cobe spectra. Patient information is not available at this time. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
During a phone call to resolve an alarm query with the customer, the nurse was asked what procedure she was performing and replied that it was a cell collection on the cobe spectra. It was suspected the expiry date of the kit was expired and when asked no answer was given. Terumo bct customer service was able to verify that the last kit sold to the customer expired on (B)(6) 2022. This customer owns the cobe spectra. Patient information is not available at this time. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.